Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2002138. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no signs of defect were identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that 2 syringes 10ml ls emerald experienced foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: we have received a complaint where loose particles were observed most likely coming off the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1911161, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-11. Medical device lot #: 2002138, medical device expiration date: 2025-01-31, device manufacture date: 2020-01-29. (B)(4).

Event description:
It was reported that 2 syringes 10ml ls emerald experienced foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: we have received a complaint where loose particles were observed most likely coming off the packaging.